Manufacturer narrative:
The reported complaint that the customer was "unable to install lifebands to the autopulse platform (B)(4)" was not confirmed during functional testing and in the archive data. The customer did not return any lifebands to zoll for evaluation. The autopulse platform passed the testing at zoll using a known good lifeband and functioned as intended. The additionally reported complaint of damaged "connector" could not be verified because the customer did not provide clarification or respond to follow-up questions on whether they were referring to connecting parts on the lifeband or the autopulse platform. However, during visual inspection of the returned autopulse platform, the lifeband locking slots on the front and bottom enclosures were observed to be damaged. These locking tabs secure the lifeband cover plate to the channel (die-cast) of the autopulse platform. Most likely, the damaged locking slots did not allow the customer to fully connect the lifeband to the platform. Further visual inspection of the returned autopulse platform revealed multiple severe cracks and breakages on the top cover, the channel roller area, as well as the front and bottom enclosures, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. All the damaged parts and covers were replaced to address the issues. The archive data review indicated multiple ua17 (max motor on time exceeded during active operation), ua02 (compression tracking error), ua12 (lifeband not present), and one ua07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, unrelated to the reported complaint. None of these advisory messages were replicated during the functional testing performed at zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error. During device evaluation, the belt clip mechanism (belt clip retention) inspection was performed and verified that the belt clip switch lever was able to close and was accurately in a parallel position to the belt clip switch case. Furthermore, a known good lifeband was installed to the autopulse platform with no issues, and the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 10 minutes. The autopulse platform passed the test without any issues, and the customer's reported complaint could not be replicated. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
The customer reported that they were unable to install lifebands to the autopulse platform (B)(4). The customer stated that the "connector" was damaged but did not provide any further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR # 3010617000-2021-01127 for the lifeband (lot # unknown).